Event description:
Customer reports to have been hospitalized on (B)(6) 2015 with blood glucose of 2000 mg/dl. Customer was hospitalized due to high blood glucose. Customer was treated with an infusion to balance back out and released. Customer was not wearing insulin pump at the time of hospitalization, but did not mention how long insulin pump was disconnected. After customer was released from the hospital, he began to have low blood glucose due to the basal rate change while in the hospital. Customer's blood glucose was 45 mg/dl. During troubleshooting, customer was advised that the time was off by one hour. Customer was advised that tubing clamp would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.